Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the battery compartment has been damaged. The patient's blood glucose at the time of incident was 56 mg/dl, which she treated with glucose tablets. Troubleshooting was initiated for the physical damage. The customer confirmed that she had been too rough with the pump; she was using a butter knife to unscrew the battery cap and damaged the compartment. The customer was instructed to use a coin to open the battery cap from now on. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.